Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have woken up to a blank display on the insulin pump. Customer's blood glucose was unknown. During troubleshooting, found corrosion on the battery compartment and the battery cap. Customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.